Manufacturer narrative:
UDI ¿ (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device was generally leaky, and out of specification, and the trigger was blocked, jammed, and moving heavily. It was noted that the housing was leaky, the trigger was blocked/hooked, and the device was generally out of specification. It was further determined that the device failed pretest for check fitting of the lids, check proper function of the triggers, check for leakage, and check history. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.